Event description:
It was reported that this right atrial lead had a fracture. Subsequently, the physician capped this lead and placed another lead. No additional adverse patient effects were reported.